Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a retainer ring came off. The customer reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 24.6 mmol/l. The customer stated that the reservoir did not locked into place when inserted into insulin pump. The insulin pump will be returned for analysis.